Manufacturer narrative:
As of 16-sep-2021, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Additional patient information was requested from the site's risk manager but was not provided. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for failure analysis evaluation. No image or video clips for the reported event were provided for review. A review of the system and instrument logs has been performed for the da vinci-assisted ventral hernia repair procedure performed by the surgeon on (B)(6) 2019. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the risk manager¿s claim that there was no product issue during the case. The instruments used during the da vinci-assisted ventral hernia repair procedure have not been used in subsequent procedures. In addition, per site history review, no complaints have been filed against the instruments used during the da vinci-assisted ventral hernia repair procedure. While the risk manager stated that the case in question was a da vinci-assisted ventral hernia repair procedure, an additional system and instrument log review was performed for a da vinci-assisted sigmoid colectomy procedure performed by the same surgeon on the same event date ((B)(6) 2019). The logs show that a stapler 45 instrument (part #410298-11, lot #s10161027-197) was installed five times with stapler motor pack (smp) (part #372300-08, serial # (B)(4)). Blue stapler 45 reloads were used on all five installs and all firings were completed per the logs. There were no incomplete clamps by this instrument and no stapler related errors were identified. The instrument logs reveal that none of the multiple use instruments utilized during the da vinci-assisted sigmoid colectomy were used in any subsequent procedures. Additionally, a review of the site¿s complaint history reveals that no complaints have been logged for any of the instruments used during the da vinci-assisted sigmoid colectomy procedure. Although the site's risk manager indicated that there was no patient death involved in this case and the post-operative anastomotic leak was due to "surgeon error," this complaint is being reported due to the following conclusion: it was initially alleged that after undergoing a da vinci-assisted procedure, the patient sustained a bowel injury and allegedly expired. At this time, the root cause of the patient's post-operative complication(s) and alleged death are unknown. Per the risk manager, no malfunction of the da vinci equipment occurred.

Event description:
It was initially reported that after undergoing a da vinci-assisted procedure, the patient returned to the hospital feeling ill as a result of a bowel injury and subsequently expired. The initial reporter, the hospital's chief administrative officer (cao) suspects the patient's death is due to a bowel injury. Per the cao, she believes the patient had undergone a da vinci-assisted colon resection procedure on (B)(6) 2019. On 22-oct-2019, intuitive surgical, inc. (Isi) followed up with the site¿s risk manager and obtained the following additional information: the risk manager clarified that the initial report that the patient had expired was mistaken; there was no patient death involved with this case. The patient underwent a da vinci-assisted a ventral hernia repair procedure on (B)(6) 2019, not (B)(6) 2019 as initially reported by the cao. According to the risk manager, the da vinci-assisted surgical procedure was completed robotically with no intra-operative complications. There were also no device malfunctions. On (B)(6) 2019, the patient returned to the hospital and an anastomotic leak was identified. The anastomotic leak was repaired. The risk manager indicated that there is no belief that the da vinci surgical system caused or contributed to the post-operative complication which she stated is a known complication of these types of surgical procedures. On 14-sep-2021 and 15-sep-2021, isi attempted unsuccessfully to contact the surgeon to gather additional information regarding the reported event. On 16-sep-2021, isi contacted the site¿s risk management again and the following information regarding the reported event was obtained: the risk manager confirmed that when she had reviewed the case back in 2019, she actually had the patient's chart and operative report to review. She recalled that at the time, she confirmed the procedure involved was a da vinci-assisted ventral hernia repair procedure and not a sigmoid colectomy. She could not explain why an anastomotic leak was identified post-procedurally. The risk manager stated that the hospital has not had any patient deaths due to the da vinci equipment. She could not explain why a death was initially reported by the cao. In this case, she stated that this was a "provider skill issue" and "not lack of training" issue. She reiterated that there was no patient death involved with this case and there was no problem with the da vinci equipment. She confirmed there was no malfunction of the da vinci equipment and stated that the event was specifically due to "surgeon error." She further mentioned that the surgeon is no longer practicing at the hospital. She explained that she cannot provide any further patient information. Isi has made additional attempts to contact the risk manager to gather additional information regarding the reported event. However, no additional information has been obtained as of the date of this report.